Event description:
International affiliate reported that a pt developed symptoms of an air embolism 2-3 hours after the surgery. Surgical fibrillar was used to control bleeding of the sternum prior to closure. The device was left in-situ prior to closure of the chest. The surgeon opines that the device can enter the blood stream from the sternum bone marrow and float in the blood stream to cause a lung emboli.